Event description:
I began heavy menstrual bleeding and cramping I had never experienced before. Began being constantly tired, no energy, slurred speech, vision problems, ovarian cysts which I've never had before, pain all over my body, vibration inside my organs, itchy dry skin, nausea, loss of appetite, insomnia, pain and bleeding during and after intercourse, loss of libido, unable to achieve orgasm, foul order from vaginal secretions, increase in discharge, mood instability, bloating, swelling and foul smelling gas. The toll on my marriage is making me suffer depression and thoughts of suicide have crossed my mind. Fortunately although it's taking a toll on my marriage my husband is supportive and remains my strength. He understands that it's not my fault what is happening to us.